Manufacturer narrative:
Initial reporter phone #: (B)(6). Investigation summary: a 2000e china product was not available for investigation; however, the customer indicated the complaint sample was from lot 22035954. The feedback provided by the customer indicates a complete occlusion was detected during use of the smartsite device. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22035954 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported by the customer that the bd smartsite¿ needle-free connector experienced blockage. Event) the following information was provided by the initial reporter, translated from (B)(6) to english: when using, it is found that the blockage and timely replacement of infusion joints have no impact on patients